Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that since a battery replacement for normal depletion, the patient was having pain in their right leg, but their back was better. The patient saw a hcp on (B)(6) 2019 who was sure that the pain was coming from the stimulator or something and it wasn't from its own. The patient said the battery replacement didn't take the pain in their right leg away. The patient said the hcp didn't do any reprogramming and just checked the incision site and said it looked good. The patient communicated with the ins on the call and the programmer showed stim was off. The setting was at 3.5 volts when it showed off. The patient thought she was at 4.5 volts when she went in. The patient didn't show any other program options. When the patient turned stim on she increased it to 3.7 and could feel the stim down her leg. The patient was going to try the stim now that it was on and see if it covered their pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the patient did not know what caused the change in the settings issue. The patient noted that they were in constant pain since (B)(6) 2019 and the setting was set to 4.9. It was also reported that increasing the stimulation to 3.7 did not resolve the issue. The patient¿s husband assisted the patient in adjusting the stim to a comfortable level, which was at 4.9. There were no further complications reported or anticipated.